Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation for phenomenon one, it is likely that the coupler could not hold the scope because the coupler plate is worn. Based on the results of the investigation for phenomenon two, it is likely that that the charge-coupled device lens was subjected to a load due to handling and it came off. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned and another reportable malfunction was found during evaluation. The lens was missing on the charge-coupled device optic. Other non reportable evaluations made: the serial plate is dirty, a twisted cable, and the coupler plate is worn.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head coupler fails to hold scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.